Event description:
Staff were transferring a female resident using a maximove from her bed to her chair; they state that when the sling clip was connected to the lift, they heard the click (sling clip has the black, zigzag design). During the transfer, they had lifted her off the bed and were moving to the chair when the left shoulder clip slipped off of the lift allowing the resident to fall approx two and a half feet to the floor. Resident sustained bruising to the left side of her head and felt discomfort in the left shoulder; x-rays were to be taken (B)(6) to rule out fractures; no other info has been given. Sling has been removed from service.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the MFR (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.